Event description:
Health professional reported a port leak. A "(B) (4) study" was performed which "indicated the band was in place but had no restriction." No additional information was provided by the reporter. Follow-up in progress.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."